Event description:
New information noted this device had a concomitant device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient received an inappropriate shock from the patient¿s implantable cardioverter defibrillator. The patient had not been taking the patient¿s anti-arrhythmia drugs but promised to be more diligent about taking the prescribed medications in the future. Additionally, programming changes were made. The patient was stable during and after the programming changes.